Event description:
On 12nov2024 an email was received from an online distributor who reported a patient (pt) experienced ¿eye problems with all of the lenses¿ while wearing acuvue® oasys® for astigmatism brand contact lenses (cls). The pt reported the event on 11nov2024. On (B)(6) 2024, the pt reported eye redness and light sensitivity in both eyes (ou) and went to see an ophthalmologist in (B)(6) 2024 (the exact date was unknown). The pt was diagnosed with ¿infection, conjunctivitis ou and a growth in one eye.¿ the pt was unsure which eye had the ¿growth.¿ the pt was prescribed moxifloxacin every 2 hours and prednisone every 2 hours ou, then the dosage was decreased to twice daily (bid) ou. The pt returned for a follow-up appointment (date is unknown) and advised that the eyes were improving. Th pt was advised to ¿use the drops a few more days bid ou, then wait 5 days before resuming contact lens wear.¿ upon resuming cl wear after a week and a half of not wearing lenses, the redness returned ¿even more aggressively¿ so the pt discontinued cl wear and has only worn glasses since. On 19nov2024, a representative from the ecp¿s office called to provide additional information. The medical record indicated that the pt was seen on (B)(6) 2024 at another ecp¿s office and was diagnosed with ¿corneal infiltrate and viral conjunctivitis.¿ the representative stated the pt was seen at that office on (B)(6) 2024 and was diagnosed with marginal corneal ulcer in the left eye (os), not affecting the visual axis (va). The pt was prescribed moxifloxacin and prednisolone 1 drop four times daily (qid) for 1 week. The pt was last seen on (B)(6) 2024 and advised no cl wear for 1 week before resuming cl wear. The representative advised the sep2024 event resolved. On (B)(6) 2024 calls were placed to the pt to request the 1st treating ecp¿s contact information to verify the initial diagnosis and treatment provided, with no success. No additional medical information has been received. The pt¿s ou eye ¿infection¿ event will be reported as worst-case as the pt reported moxifloxacin and prednisolone treatment was prescribed every 2 hours ou. It is unknown which eye was diagnosed with corneal infiltrate. The date of event will be reported as 01sep2024 as the exact event date is unknown. This report is for the pt¿s left eye (os) event. A separate report will be filed for the pt¿s right eye (od) event. A lot history review was performed and revealed the following: the batch records did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot number b011p0d was produced under normal conditions. The os suspect cl was discarded. No additional evaluation can be conducted. If any further relevant information is received, a supplemental report will be filed, as appropriate.